Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Evaluation testing initiated by looking at event log and duplicating the complaint. No findings or fault found, as the event log did not validate complaint and when the complaint was duplicated, it was found to be within the control limit specification of +/ - 3% and well within the published specification of +/-6%. Prevenative measure taken to replace the expulsor to assure accuracy close to range.

Event description:
Investigation results completed on a cadd legacy pump.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing failed delivery accuracy. No patient involvement.